Manufacturer narrative:
Continuation of d10: 407652 lead implanted (B)(6) 2012; 977118 ipg implanted (B)(6) 2026; 977a260 lead (x2) implanted (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead. The patient was evaluated in-clinic. Initial pacing impedance testing yielded nominal results; however, impedance rose with elevation of their left arm. An abrupt increase was also noted on impedance trends. Noise was observed with isometrics and electrograms (egm) demonstrated noise that inhibited pacing. The patient was noted to have an underlying heart rate of twenty eight beats per minute. Therapies were turned off and the lead was subsequently capped and replaced. No further patient complications have been reported as a result of this event.